Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the reportable event involving poor image quality was the broken a-unit of the r-unit (charge-coupled device) section. Additionally, the absence or low level of light transmission was attributed to a broken light guide bundle in the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a-unit of the r-unit (charged coupled unit) section is broken, poor quality image, there is no light transmission. There was no patient involvement.